Event description:
It was reported that due to lead dislodgement, the device intermittently undersensed ventricular fibrillation and failed to convert the patient. Cardiac resuscitiation was performed. Once the patient was stabilized, the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.